Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device was not involved in the event. The initial report was forwarded in error and should be voided. Sections updated: b4 g3 g6 h2 h11.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device was not involved in the event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure two months post implantation due to a fracture around the stem in which the stem and liner were exchanged. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-301333, item name: arcos con sz c hi 70mm, lot #: 65763339 11-301818, item name: arcos 18x200mm intlkng dist, lot #: 66349599 010000984, item name: g7 freedom const e1 lnr 36mm f, lot #; 7722339 g2: foreign: australia. H6: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted